Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.this MDR is associated with MDR 3005168196-2015-00583.

Event description:
The patient was undergoing a coil embolization procedure using the ruby coils. During the procedure, the pusher wire of a ruby coil became kinked upon inserting into another manufacturer's diagnostic catheter. The physician advanced a new ruby coil through the microcatheter. When the physician attempted to reposition the catheter, the ruby coil unintentionally detached inside. The catheter was removed with the detached ruby coil inside. The procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Mfg date: 09/27/2013.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Result: the pet lock was intact. The pusher assembly was kinked 13.0 and 42.0 cm from the proximal end. The coil was attached to the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicated that during an embolization procedure, the first ruby coil became kinked while a technologist was loading it into a catheter. A second ruby coil was then used and unintentionally detached while being repositioned. This coil was retrieved and discarded, and the procedure continued successfully using a new coil. Evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully or at an angle during insertion into a catheter, damage such as this may occur. The second ruby coil mentioned in the complaint was not returned for evaluation. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.